Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty dilatation procedure. Reportedly, the knot could not be advanced to the arteriotomy. Hemostasis was achieved surgically. There was no reported adverse patient sequela. The procedure was delayed approximately 30 to 45 minutes due to the surgery. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions: per instructions for use-femoral angiogram was not taken. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. .

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Difficulty at the knot pushing step (inability to push down the knot) as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo a variety of knot, cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, knot forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram was not taken and it was unknown if the common femoral artery was calcified or tortuous. The proglide instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Based on the reported information and the inspection criteria, a definitive cause for the inability to push down the knot and associated patient effects could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents reported for difficult to position the knot. All proglide devices undergo knot and suture-related inspections, and functional deployment testing must meet specification.